Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation revealed multiple episodes of atrial lead noise resulting in inappropriate auto mode switching. The noise could be reproduced in clinic with provocative exercise. The device was reprogrammed. The patient's condition was stable post event.